Event description:
It was reported that during a surgical procedure, the bur skipped/vibrated due to a potential mechanical issue with the drill resulting in damage to the patients dura. It was also reported that the patient was experiencing numbness in both feet, patient's left foot was inverted, was unable to evert left foot and dorsiflex toes on both feet and had decreased sensation. No further information was available.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : product status unknown.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : product status unknown.

Event description:
It was reported that during a surgical procedure, the bur skipped/vibrated due to a potential mechanical issue with the drill resulting in damage to the patients dura. It was also reported that the patient was experiencing numbness in both feet, patient's left foot was inverted, was unable to evert left foot and dorsiflex toes on both feet and had decreased sensation. No further information was available.